Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert. Upon interrogation, the right ventricular lead exhibited low pacing impedance, increased capture thresholds, decreased p waves, and decreased r wave sensing. No device intervention or patient symptoms were reported. No further information available.